Manufacturer narrative:
.

Event description:
Per the clinic, the patient experienced pain, vertigo and performance decrement with device use, however the issue could not be resolved; subsequently the device was explanted on (B)(6) 2016. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report june 30, 2016.